Manufacturer narrative:
The devices have not been returned to solventum for analysis. Solventum is unable to verify root cause without samples. Based on the problem description, a likely cause is the tubing disconnected from the spike. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. A review of the batch record showed this lot met all specifications for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
It was reported the spike on approximately five 3m¿ ranger¿ blood/fluid warming high flow sets detached from the tubing during rapid transfusion of blood and fluids. No injuries or medical interventions were required due to the alleged malfunctions.